Event description:
The bone fragment broke on the interfrag screw and the surgeon felt that one point of fixation proximally was not adequate for this to heal so we opted to revise the plate and put on a different plate.

Manufacturer narrative:
The complaint was investigated without the affected device or lot information. A device history record review was not able to be performed, as no lot information was provided. A device evaluation was not able to be performed as the affected device was not available for return after explantation. An interview was held with the representative present in the surgery that reiterated the surgeon decided to revise the plate after the bone fragment broke as one point of fixation proximally was not adequate for the fracture to heal. At the time of this report, the root cause cannot be determined with the current information available.